Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a door open close clamp message, "without putting the line" was confirmed and reproduced as the door open alarm sounded all the time even when the door was closed. The cause of the reported condition was attributed to a missing magnet on the door latch. The door latch was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a door open close clamp message and "without putting the line"; this condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.